Event description:
A distributor contacted zoll to report that a patient had a skin irritation under the electrode belt. On (B)(6) 2015 the patient reported that he had a red mark on his skin under the front te pad. The irritation was red with a little pink and was about 4 x 3 inches under the front te pad. The patient reported that the rash had been improving. During a follow up on (B)(6) 2015 the patient reported that the rash had gotten bigger. The patient went to his doctor who reported that the irritation was a fungus. The doctor instructed the patient to use lotrimin on the affected area and clean the electrode belt daily. During a subsequent follow up on (B)(6) 2015 the patient reported that the lotrimin was helping.

Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.